Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2015-23407 , reference MFR. Report#: 1627487-2015-23408.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23407. Reference MFR. Report#: 1627487-2015-23408. Follow-up information revealed the patient also reported discomfort and tingling at the ipg site when stimulation was turned on. Subsequently the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23407, reference MFR. Report#: 1627487-2015-23408. It was reported the patient is experiencing a sharp, pulsing sensation at the ipg pocket site, only when stimulation is turned on. Reprogramming was unable to resolve the issue. An impedance check did not reveal any anomalies. The patient has effective coverage of the targeted pain (back and right leg). It was also reported the sensation stops when stimulation is turned off. Follow-up information revealed x-rays were taken and showed one of the patient's leads has migrated. The patient is to undergo surgical intervention as the next course of action. Please note: it is unknown which one of the patient's two leads migrated. Therefore, both are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).